Manufacturer narrative:
Conclusion: based on the received information from the field, the recipient was non user and has never received any benefit due to device unrelated medical conditions. The recipient was not re-implanted with a new device. Device investigation revealed damage to the active electrode which is consistent with minute device mobility. A contribution of this damage to the observed lack of benefit cannot be ruled out. Other mechanical damages found are likely attributable to the removal surgery. This is a combined initial and final report.

Event description:
The user was seen around september/october 2022 by the explant surgeon. According to the notes form the appointment the mom reported that the user had been a non-user and had never received any benefit with the device. The user has been explanted. The user will not be re-implanted.